Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that display screen was damaged internally which prevented reading of display screen. Customer does not know how damage occurred. Customer's blood glucose was 311 mg/dl and decline troubleshooting for high blood glucose. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the blank display due to a cracked and bleeding lcd. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.